Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Date of event: exact date unknown, event occurred 5 years ago from the date the manufacturer was made aware. Explant date: procedure happened five years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn : (B)(4), model: sc-2218-50, serial: (B)(4), batch: 18244301/18281017.

Event description:
It was reported that the patient experienced undesired sensation. The patient underwent a system explant procedure. All device components will not be returned. No further information has been obtained despite good faith efforts.